Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated an attempt to communicate with the device was unsuccessful. A magnet response was unable to be obtained. It was reported the patient was bradycardic and there was no evidence that the patient experienced asystole for greater than two seconds. The emergency room (ER) physician planned to transfer the patient to another hospital for another unrelated issue, which was the original reason the patient had presented to the ER. The device issue planned to be take addressed at the other hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room (ER) due to their device not providing pacing therapy. The device was attempted to be interrogated but was unsuccessful. A magnet rate had not yet been attempted. The local area sales representative planned to attempt some troubleshooting options. To date, there have been no adverse patient effects reported.